Manufacturer narrative:
Product ID 3778, lot# v946783035, implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(6).

Manufacturer narrative:
(B)(4)

Event description:
It was reported all impedances were normal except the 0-8 pair which was <(><<)>150. It was noted current programming provided stimulation to both legs and an additional program was added to get stimulation to the tailbone. It was noted there was no malfunction, cause determined, or intervention taken or planned. It was reported the patient was receiving effective therapy.

Event description:
It was also reported that it was reported that "about six to seven months" prior to report the patient met with a manufacturer representative when they had an adjustment. It was noted that the manufacturer representative was not at the appointment at had no information. It was later reported that the manufacturer representative did not think there was an appointment and it looked like the patient called technical services themselves. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that there was a burning and stinging sensation. It was noted that it felt like ¿a little shock sensation.¿ it was noted that it did not matter what position the patient was in. It was noted that the patient was sometimes getting ¿severe pain like a burning sensation.¿ it was ¿sometimes burning and sometimes stinging¿ and ¿still sore when pressing.¿ it was noted that the patient was not sure if there was a problem with the unit. It was also noted that the patient was having problems with the implantable neurostimulator (ins). There was no known accident or incident related to this complaint. It was noted that the patient had to go and turn it up or change the settings between the left and right leg to get it ¿somewhere comfortable.¿ the patient made an appointment at the (B)(6) medical center on the (B)(6) and at 9am and wanted a manufacturer representative to be at the appointment. It was later reported that the manufacturer representative spoke with an individual at the va and the patient had an appointment with a doctor on 2014 (B)(6). The manufacturer representative stated that they would be there for the appointment to do some troubleshooting. The manufacturer representative requested follow-up after the appointment so that they might provide follow-up information. Additional information was requested but was not available at the date of this report.